Manufacturer narrative:
It was reported that the nipper are dull. The nurse grabbed new nippers. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the nipper are dull.